Event description:
The clinician reports that the day the implant was placed in ada 9, failure occurred upon insertion. Details of surgery: primary stability not achieved. The device was forwarded to the manufacturer. At the event the patient experienced: swelling. No further patient complications were reported.